Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report included corrected and additional information not available/included in the initial report. Corrected information: d4 - corrected to model xy1at2-sp (+ 25 d) and UDI (B)(4). Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for correction and additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: xy1at2-sp). Surgery video was available for investigation. From the surgery video, the cracked or broken was immediately observed after the iol was ejected out into the eye. From our investigation, we confirmed the reported event. The exact root cause was not determined, however, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in germany, damaged optic after implantation, cracked or broken optic (middle), product replaced with another lens immediately during surgery. Patient health not impacted, problem code: a0404 - crack, iol was explanted on (B)(6) 2024.

Manufacturer narrative:
This initial emdr is being submitted to FDA for an event that occurred outside of the USA. Optic damage is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). 150: pkg-23-021 00 en3.ms3.150151250251.20220501(t)_15000f,15100f,25000f,25100f regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in germany damaged optic after implantation cracked or broken optic (middle) product replaced with another lens immediately during surgery patient health not impacted problem code: a0404 - crack iol was explanted on (B)(6) 2024